Event description:
Per medical device report received from england. "Caremark has received a number of reports of leaking infusor. Two pt's being treated for thalassaemia had staphylococcus infections. Which they suggested may have been linked to their infusors leaking. Infections were treated and cleared up.

Manufacturer narrative:
Three samples containing desferixoamine were rec'd from the customer for analysis at the baxter nivelles, belgium failure analysis lab. The samples appeared to have leaked at the flow restrictor/winged cap connection luer lock area. The value of the untorque force to remove the winged cap was low, indicating the winged cap was not properly tightened. The flow restrictor/winged cap luer lock area on the three samples was cleaned to remove evidence of dried solution. The winged cap was then appropriately tightened onto the luer lock. The three units were then refilled and tested for leakage. No leakage observed. The conclusion of the analysis performed on the three samples indicates the solution flower from the samples and was interpreted as leakage by the customer. The solution flowed from the samples because the winged cap was not properly tightened onto the luer lock.